Event description:
It was reported that the patient experienced an infection. The atrial lead also had loss of capture. The patient was undergoing explant of the cardiac resynchronization therapy defibrillator (crt-d) and the left ventricular (lv) lead, the right ventricular (rv) lead, the atrial lead and the pacing right ventricular (rv) lead for reimplant on the right side. The rv and atrial leads were removed and during the removal of the pacing rv lead, the heart was perforated and the patient subsequently passed away.

Manufacturer narrative:
Concomitant medical products: product ID: dtma1d4 crt-d, implanted: (B)(6) 2021; product ID: 6935m62 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.